Manufacturer narrative:
Unknown/not provided. Device serial number is unknown as it was not provided. UDI number is unknown as it was not provided. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented post catalys procedure and have a mild hyperopic surprise of +1.00, at one month. At 2 months has an anterior capsular phimosis with the superior edge blocking visual axis and dense anterior capsular fibrosis. Surgeon is looking into treatment options.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.